Event description:
It was reported that the patient underwent a l4-l5 posterior fusion procedure using an rhbmp-2/acs and lt cage device with posterior instrumentation. After the fusion surgery, the onset of the patient's pain was gradual. Initially, she felt very good approximately 6 weeks after the surgery, and for several months. However, by six months post-op, she began to experience symptoms of pain and inflammation which progressively got worse. By a year post-op, the patient reported being "in much pain." The patient has progression of spondylolisthesis at the levels above and below the index level, and does not know if her symptoms are due to the adjacent levels, or to a reaction to the implanted metals. Approximately 29 months post-op, the patient underwent a right total knee replacement, which included a nickel alloy femoral part and a titanium alloy tibial part, which included vanadium. A year after the knee replacement, the knee had not healed very well, and I had pain and inflammation. The orthopaedic surgeon did many tests: aspiration and analysis of the synovial fluid to look for infection, more x-rays and a bone scan, and skin patch testing for metal allergies. These tests showed inflammation throughout the body (including the spine), but they did not explain what was going on. The patient had a blood analysis test for metal reaction (B)(4) which was positive for both vanadium and nickel. The patient's neurosurgeon has offered to remove the hardware, but patient is leery of experiencing any more surgery. Patient has also not chosen to have any surgical treatment for the progressing spondylolisthesis to date. Patient is receiving cortisone shots every 3 or 4 months for the pain in her spine. Is unable to receive cortisone shots for the pain in her knee because she is getting the shots in her back.

Manufacturer narrative:
The part number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 75445540, part # 7540020, part# 8690040, part # 8690050, and part# 7510200. (B)(4): 510k # for part 75445540 is k042025; 510k # for part 7540020 is k052187; 510k # for part 8690040 is k010181; 510k # for part 8690050 is k010181, PMA # for part 7510200 is p000058. Neither the devices nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for these devices was not possible without additional device information.